Manufacturer narrative:
The device with the lens was returned. The plunger lock and the lens stop were removed and returned loose in the carton. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced into the nozzle and underrode the lens. The lens was partially advanced into the nozzle entry area. The trailing portion of the optic was misfolded under and broken by the advancing plunger underride. The leading haptic was bent toward the left side of the device. The trailing haptic was misfolded under the optic. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. A plunger underride was observed, resulting in lens damage. The IFU (instructions for use): take at least 7 seconds to gently fold the iol (intraocular lens) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Plunger underride may occur: due to rapid advancement faster than the IFU recommended rate. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that while loading the blue plunger it initially pushed the lens forward, but then it continued its movement without the lens, leaving it crumpled to the side. Due to the risk that the lens might have been scratched, the surgeon had chosen another lens rather than attempting to reload it. The procedure was completed without any harm to the patient. Additional information was received and it stated that the tip did not come into contact with the patient¿s eye because the scrub nurse noticed that the lens had not been engaged by the plunger.